Event description:
After completing the anastomosis procedure, a bubble test was performed and turned to be positive (leak at time 0). The surgeon re-performed the anastomosis.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; (B)(4)) and the importer ((B)(4)), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The production history files were reviewed and indicated that the device was released according to the product specs. The ring was returned and evaluated. No failure ws detected and the ring was found to be within its specs. Since the device is water-tight sealed and was found to meet its specs, the positive bubble test most probably indicates a failure in the surgical technique and is not related to the device. The origin of a positive leak test is often the staples line which remains outside of the anastomosis ("dog ears"). Leak detected at this stage (positive leak test) enables immediate intraoperative repair or strengthening of the anastomosis or anastomotic area and thus reducing the chance of future anastomotic leaks.